Event description:
It was reported that the core sumex drill overheated during testing at the user facility prior to use. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.